Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The instrument was reseated. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the instrument on universal surgical manipulator (usm) #4 moved unexpectedly. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The surgeon explained that there was a short unexpected movement, and the issue was resolved. Tse found error 22008 in the logs pointing to maryland bipolar forceps (mbf) instrument. The surgeon confirmed that error 220008 occurred before, and it was resolved by reinstalling the mbf instrument. However, tse could not find any related errors for unexpected movement issue. Tse explained that the unexpected movement was most likely due to sterile adapter (sa) not being properly seated. The procedure was completed as planned with no reported injury. Intuitive followed up and obtained additional information. The instrument involved was a maryland bipolar forceps. It was not a movement of the instrument itself, but a movement of the entire arm. No action was taken to rectify the problem, such as restarting or changing the instrument. The problem did not occur again and had not complained about because - as already mentioned - the movement did not originate from the instrument but from the arm in a horizontal direction (right and left). The patient was not injured by the incident.